Event description:
During the index procedure four in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the prox to mid to distal sfa and pop1 of the left leg. Approximately 19 months post index procedure the patient suffered restenosis of the l.sfa proximal. A target lesion revascularization was carried out the same day using non-medtronic stenting and ballooning. The investigator assessed that the event was not related to the study device, procedure or drug. The event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.